Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100b driver displacement indicator (ddi) printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a contaminated switch sw1.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found the driver displacement indicator (ddi) start/stop button was not responding. The fsr replaced the ddi board and the start/stop button triggered driver operation normally without failure. The fsr calibrated the unit and completed performance testing and the ventilator is operating to specifications. The driver displacement indicator board was returned to carefusion. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the start/stop button is only working intermittently. There was no patient involvement associated with the reported issue.